Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure on an unknown date. In 2008, the patient reported having sciatica discomfort. The patient was given non-steroidal anti-inflammatory medication. The event was reported as resolved three months later.

Manufacturer narrative:
Date sent to the FDA: 12/18/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.